Event description:
It was reported that a one link needle free IV connector experienced a no flow. The reporter stated they were not able to infuse fresh frozen plasma (ffp) via an unknown peripheral IV (piv) connected to a one link connector. The user attempted to flush the piv without success. The facility then changed the one-link device and was able to flush the line; however, upon reattaching the line to the piv, the ffp again would not infuse. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.